Event description:
It was reported that staff was experiencing less than five different instances where the infusion was not infusing despite the device indicating that it was infusing (green lighthouse light). In each case, more volume than than expected remained, and no occlusion alarm was triggered. Upon assessment by the clinician, the huber needle was found closed via the pinch clamp, with no audible or visible device abnormalities noted. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.